Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure event observed during analysis. Final analysis found the device in backup vvi operation due to multiple flipped bits. The device had been exposed to electrocautery. (B)(4).